Event description:
The user stated the instrument leaked water from the side with the reservoir and water was on the floor. No one was injured due to the water on the floor. No erroneous pt results were generated. The field service rep determined there was a defective water bottle cap and replaced it. He verified the analyzer operation by running the analyzer.